Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of bd max¿ ext enteric bacterial panel; a vibrio discrepant patient result was obtained. Initial test was vibrio positive. Repeat test was vibrio negative. There was no report of patient impact.